Event description:
It was reported that an unspecified number of needle precision glide 18x1-1/2in experienced a clogged/blocked needle noted during use. The following information was provided by the initial reporter: the flow of the drug/serum through the needle 40x12 is limited, when the drug is aspirated there is resistance and obstruction.

Manufacturer narrative:
H.6. Investigation: DHR was reviewed and no records of this incident were found in qns or maintenance records. No samples or photos were returned. A root cause could not be determined as a result and the complaint is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 18 x 1 - 1/2 in experienced a clogged/blocked needle noted during use. The following information was provided by the initial reporter: the flow of the drug/serum through the needle 40 x 12 is limited, when the drug is aspirated there is resistance and obstruction.